Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) reached explant indicator. The device diagnostic data showed no low voltage fault has been declared, but the device was depleting in a manner consistent with the low voltage capacitors advisory. There were no other suspicious faults or resets stored within device memory. The battery voltage at the time of interrogation was 2.911 volts, therapy delivery was unaffected. The device hardware was not detecting the loss of battery energy. Because of this, the battery status indicators were not reflecting the depletion condition and were inaccurate. The device was malfunctioning. The device should be replaced and returned to for detailed analysis. Additional information obtained from the field which indicated that the device was explanted. No additional adverse patient effects were reported.